Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noted that the slider was blocked and jammed due to normal wear. Device repaired and returned to the customer on (B)(6) 2013. Placeholder.

Event description:
Device was returned for service. During service, technician found that the trigger jammed. This is report 1 of 1 for event #(B)(4).